Manufacturer narrative:
(B)(4).

Event description:
It was reported, there were high impedances. The impedance reading on all bipolar pairs was >3600 ohms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.